Manufacturer narrative:
Narrative: this emdr was resubmitted on 2015-11-23 because the original emdr submission on 2015-08-11 did not receive the required three acknowledgements. A field service engineer performed an on-site examination of the iolmaster. The manufacturer confirmed that the instrument was within specifications for all parameters that affect axial length measurement. The manufacturer evaluated the available iolmaster printouts and patient data and find no unusual data. A number of factors not related to the iolmaster may have influenced the surgical outcome. The user manual describes in detail how to perform intraocular lens measurements and calculations and contains warnings about relevant parameters. Site contact: site contact identical to initial reporter.

Event description:
The health care professional reported the following: the post refractive outcome for eye cataract surgery with intraocular lens (iol) implantation differed by -1.25 diopters from the target refraction. The health care professional made a decision to exchange the iol. The iolmaster was used for the original biometry measurements and iol calculations.